Event description:
The customer ran blood glucose tests on 2 contour usb meters and received readings of 535 and 236 on one, and 119mg/dl on the other. The differences between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for investigation. Replacement test strips were sent to the customer.